Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure the left ventricular lead exhibited unacceptable thresholds. The lead was not used and a new lead placed. The patient was stable and doing well.